Event description:
It was reported that an unstable speed occurred. The target lesion was located in the proximal left anterior descending artery. A rotablator rotational atherectomy system console was selected for treatment. When the device was set at 190,000 rpm, it was noted that the speed reach up to 210,000 rpm and a dull sound was heard, there were less case which high pitched sound was heard. The procedure was completed with this device. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. During device analysis, it was noted that the void seal was broken and the rear bezel was detached. The turbine rotational speed control is non-linear when decreasing from maximum rpms. The turbine pressure control knob requires extra turns before a) the pressure gauge reading registers a drop in pressure and b) the rotational speed display registers a drop in rpms. In the case of this console, the rotational speed abruptly drops to 170 krpm from maximum of 219 krpm. The rotational speed control regains linearity when increasing rpms from minimum to maximum. The proportional valve controls the volume of gas/air in the turbine pneumatic circuit, thus controlling the rotational speed of the rotalink turbine. The proportional valve incorporates 'o'-rings and a valve face seal made from nitrile nbr rubber. Typical failure symptoms are a) internal gas/air leaks; b) turbine mode failures; c) rotational speed oscillation; d) inability to reach normal operational speeds. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that an unstable speed occurred. The target lesion was located in the proximal left anterior descending artery. A rotablator rotational atherectomy system console was selected for treatment. When the device was set at 190,000 rpm, it was noted that the speed reach up to 210,000 rpm and a dull sound was heard, there were less case which high pitched sound was heard. The procedure was completed with this device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).